Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented remotely while in the hospital for unrelated reasons. Upon review, the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition.